Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows the label in which product details was mentioned and verified with tw details. The second photo shows the partial view of introducer sheath loaded with dilator in which tip of the sheath was noted to be deformed. The investigation is confirmed for the identified sheath tip deformation issue. However, the investigation is inconclusive for the reported difficult or delayed separation issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using power port m.r.I. During port a cath insertion procedure, the introducer did not split, and peel as expected and the port could not be flushed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using power port m.r.I. During a port-a-cath insertion procedure, the introducer did not split, and peel as expected and the port could not be flushed. There was no reported patient injury.